Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to over 500 mg/dl while wearing the pod between 4 and 24 hours. The patient reports feeling nauseous. The patient was checked by a emergency medical technician for their blood glucose levels but did not provide treatment. Upon removal of the pod from the infusion site (abdomen), the cannula was found to be bent. The patient applied a new pod. During the call the patient reports not seeing their insulin on board and upon a controller reset the patient was able to see the insulin on board which has been reported on a separate case.